Event description:
It was reported that a balloon rupture occurred. Endovascular therapy (evt) was performed for a chronic total occlusion with 100% stenosis in the anterior tibial artery. The lesion was characterized by severe calcification and was considered anatomically challenging. Following successful guidewire crossing, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. During the initial inflation at 6 atmospheres, the balloon ruptured, likely due to the severely calcified lesion. The device was removed and the procedure was completed with another balloon catheter of the same type with an increased size. There were no patient complications as a result of this event, and the patient remained stable post-procedure.